Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. Trouble shooting was performed for under delivery and displacement test was passed. The insulin pump will be and reservoir will not be returned for analysis.